Event description:
It was reported that there was a por (power on reset) issue which occurred following emi (electromagnetic interference) exposure. The patient had hip surgery on on (B)(6) and the device had been in por since then. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-28, lot # v741029, implanted 2011-(B)(6), explanted unknown.

Event description:
Additional information received noted that the patient had a total hip replacement and the device apparently was deprogrammed. It is possible that cautery caused the device to deprogram itself. There was no surgical intervention. The manufacturer's representative came to the hospital and reprogrammed the device. The patient is now doing well. Hospitalization was not required. Patient outcome was good.